Manufacturer narrative:
The event unit was not returned for evaluation. In the absence of the subject device, it is difficult to determine the root cause. A review of the manufacturing records for the lot number provided revealed that the product passed all quality and manufacturing inspections. The exact root cause remains unknown as the device was not returned for evaluation. Applied medical will continue to monitor its vigilance system for trends and take appropriate actions as necessary. This report is being filed as a result of a re-review of applied medical complaints received between june 1, 2014 and may 31, 2016. This retrospective review was associated with a quality management system (qms) compliance action plan developed and presented to FDA to address an april 10, 2015 warning letter. Applied medical has revised its MDR reporting criteria to be more conservative and has improved complaint handling and MDR reporting processes. The reviews ensured that recent reportable events were appropriately identified and reported to the designated regulatory authority(ies). This report, which represents the initial and final reports combined, is being submitted based on the findings of that retrospective review. In accordance to 21 cfr 803.56, if additional information is obtained which was not known or was not available when this report was submitted, then a supplemental report will be submitted to the FDA.

Event description:
"Please see the report (B)(4) with pictures. Event description (on (B)(6) 2016) during a check prior to use, a medical staff tried to attach the insert to a clamp made by applied medical. Unfortunately, one of the plastic base stopper tip was broken and it failed to be attached to the clamp. At the hospital, the same event (plastic tip breakage) was occurred twice within the past 7 days before making this report. This even didn't affect the patient. Please investigate the possible root cause." Comments from (B)(6) - "one (1) unit of insert was returned from the customer. We confirmed the device and found that one of the plastic base tip was broken. The product will be returned to applied medical. Please investigate the possible root cause." Patient status: "no health damage has been reported with the patient."